Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, name prefix and last name of initial reporter is updated. (B)(4).

Event description:
It was further reported that during percutaneous coronary intervention procedure the user encounter significant resistance. The procedure was completed with the another device. The patients' condition was stable.

Event description:
It was reported that stent damage occurred. A 28x3.50mm promus premier¿ stent delivery system (sds) was advanced to treat the unspecified lesion. However, the device was unable to advance through guidezilla 5-in-6 guide extension catheter. The sds was removed to check, the stent was found to be crimped. The stent was not able to be used for the procedure. No patient complications were reported.